Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument passed a recognition test on an in house system. Failure analysis investigation also found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .115 - .540 in length and not aligned with the tube axis. No other damage found.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the permanent cautery hook instrument was not recognized by the system. No missing or fallen pieces were reported. The planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.